Event description:
It was reported that the leads had high impedances and was noted that patient experienced inadequate stimulation. The patient underwent a lead replacement procedure. Additional information was received that patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will note be returned.

Event description:
It was reported that the leads had high impedances and was noted that patient experienced inadequate stimulation. The patient underwent a lead replacement procedure.